Event description:
Attorney reported: (B) (6) 2004 - a bard composix kugel hernia patch was used to repair pt's hernia defect. Approximately three months after implantation, pt's bard composix kugel mesh patch failed and he developed recurrent hernias. On (B) (6) 2009 - pt's failed bard composix kugel mesh patch was explanted. Pt continued to experience abdominal pain and discomfort after his hernia repairs. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Report indicates that the pt had and was treated for recurrence, which is a known possible adverse event listed in the IFU. The report does not specify a specific product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.